Manufacturer narrative:
Due to european privacy laws pt info has not been made available. The product was not returned to the mfg site for investigation. Pouch samples (n=30) from the same lot as used by this site were tested in-house and found to be within spec. The safesheath was involved in recall z-1225/8-2011 which has been initiated and was reported to FDA per 21 cfr part 806. The event occurred in early (B)(6) 2011, the facility received the recall notification later in (B)(6) 2011, and the complaint was reported in (B)(6) 2011.

Event description:
A user reported via a distributor that several days after the implanting of a cardiac resynchronization therapy (crt) heart device, where leads were placed with the use of a safesheath introducer, that the pt developed pneumonia and sepsis. Due to the bacterial infection the pt was hospitalized for more than 10 add'l days and was treated with antibiotics and other undisclosed drugs. The pt spent part of this add'l hospitalization in an intensive care unit. The pt's outcome was not reported.